Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain two of five of peritoneal dialysis therapy on the homechoice. The nurse stated that they had not connected the patient and were not able to perform troubleshooting. The technical services representative assisted the nurse in ending therapy and reviewed proper procedures. There was no patient injury or medical intervention reported. No additional information is available.